Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents three cordis stents with the same catalog and lot numbers used in the same procedure. (See scanned page).

Event description:
The patient returned for a five year follow up visit with pain in his treated left lower limb and numbness in his left foot, which looked white and felt cold. The patient's walking distance was reduced down to a few meters. A diagnostic ultrasound revealed an occlusion in distal stent and an occlusion in the popliteal artery. The patient is a male. The target lesion was the left superficial femoral artery (sfa). The lesion was straight at the site. The lesion was described as calcified and eccentric. The length of the lesion was 14mm and was covering side branches. The diameter of the vessel was 6mm and the rate of stenosis was 100%. The physician used an ipsilateral approach to access the lesion. The lesion was pre-dilated. Three cordis bare-metal stents were implanted and post-dilated at 10 atmospheres. There was no residual stenosis after stent placement and post-dilation. Five years later, the patient was diagnosed with instent restenosis. Re-intervention was performed and the patient was discharged three days later.